Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during a colonoscopy procedure for post polypectomy bleeding performed on (B)(6) 2025. During the procedure, the physician attempted to deploy a clip at a post-polypectomy site. However, the clip would not deploy as intended. The technician intervened by manually disengaging the clip from the catheter, utilizing jaw closure to facilitate dislodgement. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results. The returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly with evidence of full deployment and with the catheter kinked and unraveled. Microscopic inspection was performed; the device has evidence of full deployment and with the catheter kinked and unraveled. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported events of clip unable to release from catheter was not confirmed. Analysis of the returned device found that the device returned fully deployed. However, during product analysis, it was found that the catheter was kinked and unraveled. It is most likely that this event happened due to operational factors such as the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during a colonoscopy procedure for post polypectomy bleeding performed on (B)(6) 2025. During the procedure, the physician attempted to deploy a clip at a post-polypectomy site. However, the clip would not deploy as intended. The technician intervened by manually disengaging the clip from the catheter, utilizing jaw closure to facilitate dislodgement. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.